Event description:
It was reported that device embolization occurred. It was reported via social media that a patient had a watchman closure device embolize after it was implanted. No additional information is known at this time.